Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause isolated to a faulty charge-coupled device. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not present. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely an image was not displayed due to the malfunction of the ccd unit. The malfunction of the ccd unit seemed to be caused by material degradation, which was caused by ultraviolet rays, of the ccd sensor. Olympus will continue to monitor the field performance of this device.